Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump while priming. Customer's blood glucose was 410 mg/dl. Customer stated that she has used a lot of insulin. Customer stated that the drive support cap is protruded. Customer was advised not to push the drive support cap in. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.